Event description:
During a procedure, the router snapped in half in the attachment. This caused a small tear of the dura without any obvious injury to the cortex or bleeding. Surgi cell (glue) was used to line the edge of the flap. A piece of duragen (mesh) was placed over the small/slit of the dura. There was no additional medication prescribed. The patient made a good recovery.